Event description:
Pt sustained fall from wheelchair while restrained with buckle type seat belt. When incident reviewed a piece of the buckle appears to have broken off. Pt required emergency room evaluation and sutures to hand laceration. Hospital admission was not needed.